Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 additional information: d4, h4 ¿ the actual device batch number associated with this event is not known. The following are the possible batch numbers: batch 103322 mfg date: august 28, 2024, exp date: july 31, 2026. Batch 1037e0 mfg date: september 04, 2024, exp date: august 31, 2026. A manufacturing record evaluation was performed for the possible finished device lots, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a gastric bypass procedure on (B)(6) 2025 and barbed suture was used. During the procedure, it was reported to the sales rep that, during the procedure, the surgeon noticed during the laparoscopic examination that the suture strands were coming off and splitting into two. Product is available for return. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: - how many suture strands "were coming off"? One suture was splitting into 2 - how many suture strands "split into two"? One - please provide lot number. I provided the following lot numbers during the call to the complaint dept on friday ¿ it is one of 2 possible lot numbers: 103322 or 1037e0 - please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. On the call to the complaint dept on friday, they said they would send me the box and shipping label for me to send back the suture in question ¿ they mentioned it may take 2-3 days to receive the box - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). I am the person who is providing you this product complaint information, amy kenney, ethicon wound closure and hemostasis rep. Fyi ¿ tiffany key, who is cc on this thread, is the specialty coordinator in the banner university or to whom you will be sending the replacement suture d4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined.